Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device generated error codes while in use. No patient harm reported.

Manufacturer narrative:
No patient information provided. The customer replaced the cpu pcba and the data acquisition to motor controller ribbon cable to resolve this issue.

Manufacturer narrative:
The cpu pcba was returned for failure investigation (fi) which determined the u53 (12 mhz oscillator) clk output signal was oscillating on and off. The malfunction of u53 caused the unit to not power on and generated the associated error codes.